Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they felt a "shocking" sensation when they increased the stimulation using their controller and that their device is no longer working. Rep met patient in the office to do an ins check and the system was off. Patient informed them it was on the last time she checked. When they turned it on and increased stimulation using their device, the patient did not experience discomfort. When they then used their device, the patient experienced the discomfort again. Patient said this is a new symptom and not one they experienced when they originally received the device.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# v786384, implanted: (B)(6) 2011, explanted: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was stated that by not working, the patient meant they were not getting symptom relief from their device even though it was on. However, they thought their system was on and it was off, so it could have been that it had been off, and that was the issue. They checked and the battery client. When asked if they had fallen, the patient said yes, they had a few times, but they did not believe they had fallen hard enough to damage the device. It could have also been patient error. The device will be removed in approximately january when the doctor comes back from maternity leave. The cause of the therapy being off was unknown. The patient could not provide enough information to determine a reason patient was told to check to make sure device was on when they noticed symptoms returning. Patient is waiting to have device replaced.

Event description:
Additional information was received from the patient. It was stated that by not working, the patient meant they were not getting symptom relief from their device even though it was on. However, they thought their system was on and it was off, so it could have been that it had been off, and that was the issue. They checked and the battery client. When asked if they had fallen, the patient said yes, they had a few times, but they did not believe they had fallen hard enough to damage the device. It could have also been patient error. The devicewill be removed in approximately january when the doctor comes back from maternity leave. The cause of the therapy being off was unknown. The patient could not provide enough information to determine a reason patient was told to check to make sure device was on when they noticed symptoms returning. Patient is waiting to have device replaced

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v786384 serial# implanted: (B)(6) 2011, explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.